Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant total human chorionic gonadotropin (thcg) results run on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, and found and removed a disposable tip that had been jammed into sample probe dispense port on the incubation ring. The cse also found a leak in the fluidics drawer for dispense port 2. The cse replaced the cracked fitting and checked dispenses again, which were satisfactory. Post-service, the customer ran quality control successfully in range. The cause of the discordant result was due to the malfunction of the dispense port 2 fitting. The issue was resolved with replacement of the cracked fitting as part of normal routine instrument troubleshooting. Based on the investigation, no product problem was identified. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant total human chorionic gonadotropin (thcg) results were obtained by the customer on an advia centaur xp instrument, and the results were reported to the physician(s). Quality controls for level 1 was high. The patient samples were repeated after the instrument was serviced. The repeat results were reported as a correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant thcg results.